Manufacturer narrative:
This report is submitted on september 18, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at implant site and subsequently underwent skin flap surgery on (B)(6) 2019.